Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that separation occurred during use with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter, "it is reported by customer when removing tube during blood draw, non patient needle was stuck to stopper. Customer called in to report non patient needle pinned to vacutainer stopper while attempting to remove vacutainer from holder. Only one occurrence, customer has samples please send out (B)(4) label. Employee and patient was exposed to patient's blood. No post-exposure testing performed as employee was covered by ppe. Patient was fine, no testing needed. Spoke with the customer, and she states that when she withdrew the sst tube the needle in the holder separated and stayed in the tube stopper. There was blood on the table from the broken needle, but there was no blood exposure to the patient or the phlebotomist. The phlebotomist stated that she had already used about 1/2 of the needles in the box without incident."

Manufacturer narrative:
H.6 investigation summary : bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for np needle separation with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to np needle separation was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that separation occurred during use with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter, "it is reported by customer when removing tube during blood draw, non patient needle was stuck to stopper. Customer called in to report non patient needle pinned to vacutainer stopper while attempting to remove vacutainer from holder. Only one occurrence, customer has samples please send out fedex label. Employee and patient was exposed to patient's blood. No post-exposure testing performed as employee was covered by ppe. Patient was fine, no testing needed. Spoke with the customer, and she states that when she withdrew the sst tube the needle in the holder separated and stayed in the tube stopper. There was blood on the table from the broken needle, but there was no blood exposure to the patient or the phlebotomist. The phlebotomist stated that she had already used about 1/2 of the needles in the box without incident."